Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the suction catheter became stuck in the endotracheal tube and could not reach the intended position inside the endotracheal tube. The endotracheal tube was placed while the patient was in the operating room and was inserted through the patient's nose. The suction device operated about ten times without any incident while using a jms 6fr suction catheter. The patient was transferred to pediatric intensive care unit (picu) and upon initial suctioning this incident was detected. According to a doctor in picu, the suction catheter became stuck at about the position of the cuff location. Additional information received 08/04/2015 stated the patient was extubated and reintubated and no medical intervention was not required.

Manufacturer narrative:
The initial report and follow-up report were filed as manufacturer report number 9611594-2015-00133 with the subsequent contact office. An initial report will be filed as manufacturer number as 3011270181-2015-00018. The device history record for the reported lot number, um5090xxx, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The interior of the endotracheal tube was examined prior to decontamination. No visible obstruction was observed. After decontamination, the provided jms suction device was inserted into the 3.omm microcuff endotracheal tube. The suction device inserted fully through the endotracheal tube with no resistance. The reported failure could not be reproduced after evaluation of the sample device. A verified 24mm (80% of endotracheal tube interior diameter) steel ball was inserted into the proximal end of the endotracheal tube. The ball passed freely through the endotracheal tube with no resistance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).